Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. The catheter would no longer flush after attempting to post map. The catheter was replaced and the procedure was continued. There was no patient consequence reported. The device evaluation was completed on 24-jun-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device number lot 31601785l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number was retrieved during the device evaluation. Therefore, processed the following fields: -d4. Lot -d4. Expiration date -d4. Primary UDI number -h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Clarification requested on the lot number as reported unrecognized number of 31601904 -015. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. D4: UDI: as the lot number for the device involved in the event is unrecognized, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation 19-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. The catheter would no longer flush after attempting to post map. The catheter was replaced and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.